Manufacturer narrative:
Failure analysis (fa) lab evaluated the vela exhalation valve assembly. Fa confirmed the valve was missing the end cap. Fa also evaluated the end cap and confirmed the end cap had cracks. The exhalation valve assembly and end cap were scrapped. Failure analysis (fa) lab evaluated the rear panel assembly. Fa confirmed the rear panel assembly had visible white residue contaminate. The contaminate was analyzed and fa confirmed the white residue to be cleaning solution. The rear panel assembly was scrapped.

Manufacturer narrative:
The carefusion failure analysis engineer evaluated the vela ventilator. Received unit without poppet, body valve, flow sensor, visually inspected unit and found missing plunger on exhalation valve. Powered unit on without connecting it to a/c, powered normally with on battery power alarm in top banner, changed bottom waveform to internal battery status. During unit run in xdcr fault occurred (2, 0, 693) this is cause by missing plunger in exhalation valve, installed plunger and continue investigation. Unit ran for 1 hour without turning off. Reconnect unit to a/c and let batteries fully charge. Perform battery performance test per service manual. No anomalies notice, continued battery test. Open unit and visually inspected interior wiring for any anomalies and none found. Recharge unit over the weekend and perform ventilating operation on battery power with standard setting for a min of 2 hours with no anomalies. Removed internal battery and check for any lose cable connections on battery pack and on unit no anomalies found with wiring. Recharge unit overnight, close unit and powered on with new patient set up on a wheel cart and rolled unit on hallway with a bump on doorway simulating unit being transported through hospital elevators or any uneven surfaces that would create vibration and could trigger a lose component to turn unit off/on. After 1 hour of rolling and vibrating/shaking the unit could not duplicate issue. Note upon closing unit noticed rear panel had dry liquid streaks and condensed on power switch, when cycling unit on the power switch detent felt a bit grim when switching unit on. When switch was at on position if it was tapped slightly down unit would power off and then on as if contact inside switch was filthy. Upon removing power switch found more dry liquid ingress around switch and in switch rocker. Problem was isolated to contaminant fluid ingress inside power switch creating corrosion on detent and poles. Findings/root-cause: reported problem was duplicated and isolated to contaminant fluid ingress inside power switch possibly from cleaning solution.

Event description:
The customer reported that during transport of an adult patient after 20 minutes on dc power the unit cycled off, the screen went dark, audible alarm noted then within 5 seconds it cycled back on with normal operational screen. The patient was removed from the ventilator and placed on another ventilator, no patient harm.